Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient is experiencing issues with hemolysis. Fibrinogen levels have increased and the hospital believes the patient has a coagulation issue.